Event description:
It was reported that during a sigmoidectomy procedure, the jaw could not open or close after the third stroke. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.